Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. Service type,error 240.4150. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[error 240.4150]. There was no reported patient involvement.

Manufacturer narrative:
Correction annex b : b21. Annex c : c21. Annex d : d16. Additional information : annex a : a0709. Annex b : b01. Annex c : c0201. Annex d : d15. Annex g : g0301204.